Manufacturer narrative:
Product analysis: analysis was able to confirm the bail attachment was missing. Analysis also noted that two bail covers were broken, the upper case was broken, the main keypad was broken, the atrial keypad was broken, two control knobs were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was missing the bail attachment. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.